Event description:
It was reported the pt's coverage on the left side is effective, however the coverage on the right side is ineffective. X-rays revealed the right lead has migrated. The physician plans surgical intervention to address the issue. Note the pt rec'd two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.